Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Customer¿s blood glucose (BG) level was 400-displayed as "high"; however, specific value was not provided and ketones. Ketone level was identified as life threatening by a healthcare provider. The customer went to the Emergency Room and was subsequently hospitalized in the Intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (b)(6)2026.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.